Manufacturer narrative:
The oxygenator and associated tubing have been returned but have not been evaluated by the terumo cardiovascular systems clinician. The oxygenator is a separate unit and as such was connected by the perfusionist (user) to the tubing circuit. Incoming raw material inspection results were reviewed, as well as, the device history record and there are no issues noted for the convenience tubing pack. (B)(4).

Manufacturer narrative:
The tubing to be investigated is line 19 of the specification. This is a piece of transition tubing cut to a custom length. One side is to be cut 14" from the end of the bubble and the other side is to be cut 16" from the end of the bubble. Each of these distances is longer than the transition zone and if the tubing were cut correctly, each side should have been 3/8" ID. This tube is not preconnected within a tubing pack. The end user has to make the connection to a sterile oxygenator. Therefore there are no potential issues with tcvs made connections to an oxygenator. This pack used transition tube part number 0017-44527x lot te25 which used the non-coated lot 407333. The non-coated tube was evaluated. There were no issues with any of the ID or wall measurements at any locations along the tube. Points b and e (right at the beginnings and ends of the transition zone) were all within spec for ID. There does not appear to be any issue with the tubing pack for this complaint. In addition, the sample circuit was tested on a system 1 by a clinical specialist who was unable to generate any air in the circuit. Methods to generate air included basic priming and recirculation, abruptly turning the flow off from a rate of 5 lpm, rapidly changing the flow rates from 0-1 lpm to 5 lpm and back to 0-1 lpm, and applying various backpressures on the system from 40-300 mmhg while performing the changes in pump flows. This complaint is unconfirmed as there were no deiscerale issues with the tubing pack noted.

Event description:
The user reported that "everything primed up correctly and performed well prebypass. Within 3 minutes of going on, air was entrained into the system and the bubble alarm shut the pump off." The pump shut down when the bubble detector sounded, as is expected. The surgeon clamped the line, noting there was no visable air seen entering the patient. Pump tubing was removed from the aortic and venous cannulae and they were joined together to create and av loop and the line was recirculated and de-aired. The cross clamp had not been applied and no cardioplegia had been delivered, the heart remained beating. The anesthesiologist, transfused the patient as needed in order to maintain adequate blood pressure and the cerebral oximetry levels were within normal levels and the patient was hemodynamically stable. Once reconfigured, the surgery continued without incident. There was a 15 minute delay, without associated blood loss. The surgery was completed successfully, and there was no harm observed.